Event description:
During insertion of a drainage catheter, the guidewire broke inside the introducer, leaving some of the wire guide in the pt. The wire guide was later retrieved after the trocar was removed.

Manufacturer narrative:
H.6) evaluation results: no product was returned for examination. However, the lot number was provided for review. Without the actual complaint device, we are unable to determine with certainty how this incident may have occurred. Based on the info provided by the customer, it is feasible to suggest that the device met with resistance beyond its normal capabilities when withdrawn through the needle. We do have a caution label provided that states, "withdrawal or manipulation of distal spring coil portion of the wire guide through needle tip may result in breakage." This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport.